Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2011, 694965 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of atrial events. The ra lead remains in use. It was also reported that the left ventricular (lv) lead observed possible high threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.